Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the pump through scrotum. The pump was explanted and replaced with a new pump on the other side of the scrotum. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the pump through scrotum. The pump was explanted and replaced with a new pump on the other side of the scrotum. The pump was exposed. No further patient complications reported.